Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that stimulation was intermittent. It was noted that the patient had an appointment on (B)(6) 2014 and had the device adjusted and had thought the issue was resolved. Patient noted that stimulation was turning off when he changed postures. It was noted that if he laid down and his head was back he felt it but when he bent to the side he did not. Patient had used the patient programmer to check and turn back on. At the appointment they had turned it up and changed a few things. It was further noted that the patient had noticed the change in stimulation about the last day or two prior to this report. Patient normally recharged once a week but it had not looked like it had depleted like it normally did and did not need to recharge as often. Patient wondered if this was related to stimulation turning off. Patient was scheduled for another appointment. Additional information was requested but had not been received as of the date of this report.